Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on august 10, 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging an unspecified error message on their one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the first noticed the alleged error message with the meter approximately a year ago. The patient mentioned that 1 out 5 test strips that she used would give her the error message. She would intermittently obtain the unspecified error message over time. Due to the alleged issue at an unspecified date and time, she was unable to test due to the error message and later developed symptoms of feeling confused, weak "low blood sugar" and had issues with "verbalization". The patient self-treated with glucose tablets/glucose gel for the symptoms and did not seek any further medical attention or contact her physician for assistance. It is unknown how soon after treatment the patient felt better. The patient was not tested on another meter. While troubleshooting the allege disuse was resolved over the phone. The complaint is being reported since the patient alleged that due to the unspecified error message, she was unable to test and later developed symptom suggestive of a serious injury and would have to self-treat with glucose tablets/ glucose gel.